Event description:
It was reported via medwatch that line change out - white lumen tubing had a hole in it. No harm to patient. Line removed and replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5 fr powerpicc provena catheter was returned for evaluation. An initial visual observation revealed the catheter was returned trimmed just proximal to the 19 cm depth mark and the distal section was also returned. A needleless injection cap was observed to be attached to the gray and red luer hubs. A functional test of flushing all catheter lumens with water using a 12ml syringe was performed. A leak was observed from the extension tubing distal to the white luer hub. A microscopic observation revealed a puncture-like damage where the leak was found. The edges of the puncture appeared to turn inward, and the fracture surface was mostly rough. These features suggest the catheter was damaged by an external source, most likely contact with a hard and/or metallic instrument. This complaint will be recorded for future trending and monitoring purposes.